Event description:
Customer reported that pump battery was depleting too quickly, leading to a shutdown which caused blood glucose level to rise to 536 mg/dl. To address the high blood glucose, customer administered a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin.